Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo.

Event description:
Approximately 1.8 years later, the lead was noted to have undersensing. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: rvdr01 ipg implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had some far field r-wave oversensing. The patient complained of feeling pounding in the chest sometimes when paced at 100+ paces per minute. Some reprogrammed was tried. The lead remains in use. No patient complications have been reported as a result of this event.